Event description:
The drill bit broke and a piece was left in the patient foot.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the lot number required to review the inspection records was not provided. Provided information states the surgeon was drilling with the 1.1mm drill bit through the plate without the fast guides. The surgeon was drilling at an angle and when he hit the far cortex the drill broke and a piece was left inside the patient. The surgical technique states to drill and then remove the fast guides. This drill bit is a single use item and is unknown if it was used more than one time. A two-year search of the complaint database found no prior reports for this product number. The investigation could not verify or identify and product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint wil be re-opened.